Event description:
On (B) (6) 2006, o-t1 instrumentation was done with summit si. Four years after the surgery, it was found that the rod was broken and slipped off oc plate. A revision surgery has not been planned to date. As this could result in the need for surgical intervention an MDR is filed to document this event.

Manufacturer narrative:
Device remains implanted and images were not provided for review. A definitive cause of the event cannot be determined at this time. Device is intended to be a temporary fixation device to aid in the process of fusion and has been in vivo for 4-years. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.